Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the tamper seals intact and in good condition. There was evidence of the reported error in the event history log. The reported complaint was not duplicated. The device was plugged into a test cassette and powered up for ten minutes. There was no double beeping. The battery loss alarm test was performed and passed. However, based on the error messages found in the event log (high pressure), it was recommended that the down stream occlusion sensor be replaced as preventive action. The complaint was not duplicated, so no fault was found with the device. The root cause of the reported issue was unknown. The product is beyond 3 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a returned order service the device was double beeping. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.